Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis.

Event description:
It was reported that the right atrial lead had a sensing and capture issue, and that its threshold was high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.